Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer explained he was at the beach and the sensor was reading 40; he treated with food and glucose tablets, checked his blood glucose level and it was 403 mg/dl. The customer tried to calibrate and the calibration was not accepted. The customer was advised to always treat after fingerstick. The customer removed the sensor and reported the cannula was bent. Insertion and calibration techniques were discussed. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.